Event description:
It was reported the patient was admitted to the hospital on (B)(6) 2015 for suspected baclofen withdrawal symptoms. The patient had increased spasticity in their arms and legs. A computed tomography (CT) scan without contrast was performed and the test results were inconclusive. The patient was sent home and put on oral baclofen (unknown dose) to help with the symptoms. The patient was scheduled for a contrast CT scan (dye study) for (B)(6) 2015, but felt the wait was too long so they moved it to the date of this report. The contrast CT scan showed the catheter was working as it should and there were no signs of leaks or damage to the catheter. The outcome of the event was not reported. The patient was listed as "alive - no injury." The pump was used to deliver lioresal (baclofen). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID 8782, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
It was further provided that the cause of the event remained unknown. Reportedly, there did not seem to be any issues with the pump or the catheter as the contrast CT scan was normal. The catheter appeared to be working well from the CT scan. The event was not due to programming. The managing physician mentioned she would be titrating the does through the pump and with oral medications too. The patient¿s current condition remained unknown as the physician was contacted to obtain this information but nothing further was provided at this time. Should additional information be received a supplemental report will be filed.